Manufacturer narrative:
Service turned lis to unidirectional mode and advised customer to manually enter sample ID and test requests. No additional information regarding this event was provided. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that when running the red rack in sequential mode with the lab information system (lis) turned on, the au480 chemistry system assigns a barcode to a sample manually programmed in a specific rack and position. The barcode ID seems to be downloaded from the lis. No an effect to the patient has been reported.